Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A (B)(6) patient with end stage renal disease (esrd) on peritoneal dialysis therapy reported to technical support that she had fibrin and peritonitis. During follow-up a peritoneal dialysis registered nurse (pdrn) confirmed the patient was admitted to the hospital for fibrin on (B)(6) 2016 and was diagnosed with peritonitis. The patient was treated with heparin for the fibrin. The peritonitis was due to the cap of the extension set that came off. The patient was discharge from the hospital on (B)(6) 2016 with no further issues and continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy.

Manufacturer narrative:
(B)(4). There was no documentation in the medical record that mentions an etiology for the peritonitis. However, according to the pdrn, the patient was diagnosed with peritonitis which was due to the patient¿s extension set cap coming off. Medical records do not mention this but, the organism was gram positive staphylococcus aureus which would suggest the peritonitis was due to touch contamination. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
The following is from the medical records provided by the patient's treatment facility. The patient presented to the emergency room with sharp generalized abdominal pain for the past few hours as well as loose stool, nausea but no vomiting. The patient also experienced chills with no fever and a tight abdomen. The patient stated the peritoneal dialysis fluid she drained the night before was clear. The patient had an elevated white blood cell count and was admitted for sepsis and spontaneous bacterial peritonitis. The patient was treated with intravenous antibiotics and improved. Patient was discharged (B)(6) 2016 with orders to continue intraperitoneal antibiotics after discharge.